Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; not conclusion could be drawn, as the product in entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: during an unknown surgery the cannulated drill broke. This report is 1 of 1 for complaint (B)(4).